Event description:
The report received from the affiliate indicated that forty minutes after returning to his room after the index procedure, the patient complained of chest pain. Coronary angiography was done and thrombus was observed in the previously implanted cypher 2.5 x 18mm stent. The acute thrombosis was treated by balloon angioplasty using a 2.5 x 15 mm balloon. An intra aortic balloon pump (iabp) was also inserted. The patient was reported to have recovered and was to be discharged eight (8) days after the index procedure. The physician's comment regarding the possible cause of the thrombotic event was because the heparin dosage during the procedure was inadequate.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the obtuse marginal (om) branch. The lesion was reported to be: de novo, concentric, 15 mm in length, vessel diameter of 2.1 mm, and type b1. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 10 atm for 15 sec. A cypher 2.5 x 18 mm stent was implanted at 10 atm for 10 sec. The stent was post-dilated with a 2.5 x 15 mm balloon at 12 atm for 15 sec. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A report was received indicating that a male patient with a medical history of previous myocardial infarction (omi), hypertension, diabetes, and smoking had a cypher 2.5 x 18 mm stent implanted in the obtuse marginal branch for the index procedure. The indication for the procedure was not provided, but was reported to be and elective case. Dual antiplatelet therapy of aspirin and ticlopidine hydrochloride was started the day prior to the procedure. The patient received heparin 3,000 units during the procedure. An act was not measured. Forty-minutes after the procedure the patient complained of chest pain back in his room. The patient was found to have an acute thrombosis of the previously implanted stent. The stent was re-opened using balloon angioplasty. An intra aortic balloon pump was also inserted. The patient was reported to be ready for discharge eight days after the procedure on dual antiplatelet therapy consisting of aspirin and ticlopidine hydrochloride. The physician indicated that the possible cause of the thrombotic event might have been due to inadequate heparinization of the patient during the procedure. It was noted that only 3,000 units of heparin were administered and an act was not measured. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The patient's medical history of previous myocardial infarction (mi), hypertension, diabetes and smoking put him at increased risk for a mace event. There are pharmacological factors that may have contributed to the event. Please note that this is the initial/final report for this product.